Event description:
It was reported that the user experienced frequent low glucose while using the ilet system and requested a factory reset; review of logs showed repeated pump pauses and stops several times per day and missed meal announcements, and the user expressed fear of announcing meals due to subsequent lows, after which support assisted with a factory reset workflow and reconnection to a g7 sensor and advised on supply change. Symptoms included hypoglycemia and hyperglycemia ranging from 43 mg/dl to 283 mg/dl accompanied by malaise. Outcomes included self-treatment of hypoglycemia with oral glucose and no hospitalization. Investigation included review of device use logs and user coaching on proper operation and meal announcement behavior, along with guided reconnection of the cgm and system reset steps. Investigation of this case revealed inappropriate use patterns, including frequent pump pausing and missed meal announcements, which likely contributed to hypoglycemia. It was concluded that the device functioned as designed and that user behavior contributed to the reported lows, with education provided and settings reinitialized via factory reset.